Event description:
The customer reported the pressure rated extension set broke in the middle after 30 seconds during a power injection in radiology. The power injection was programmed for 300 psi at 3 ml/sec and the pressure was backed off to 250 psi prior to the break. The set was in use for less than 2 hours. There was no report of patient harm and the study was completed with a diagnostic quality.

Manufacturer narrative:
The customer¿s report of pressure-rated extension tubing break was confirmed. Inspection of the set noted a small amount of red contrast in the tubing just above the male luer, with a small drop on the exterior of the barb tip. At the midpoint of the tubing. A small ruptured area was detected testing resulted in no bulging of the set and the tubing was within specification.. The cause of the broken tubing was not determined.

Manufacturer narrative:
Registered radiology technologist pacs coordinator. Concomitant medical products: 20 gauge angio catheter, power injector, medrad pressure graph, a & b syringe; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pressure rated extension set ruptured in the middle of the set during a radiology procedure. It was reported that the power injector was programmed at 3 ml/hr. With a "pressure limit setting of 300 limit and backed off to about 250 before the extension set failed." The set was in use for 2hrs and less than 30 sec. Under pressure. There was no report of patient harm and the study was completed with a diagnostic quality.